Event description:
International affiliate reports that during application of cement, the hydraulic pump filled with water and it was not possible to build up pressure. The same thing occurred with a second confidence kit that was used. A third kit was successfully used. There were no adverse consequences to the patient and no significant delay to the procedure. See mfg medwatch report no. 15264539-2013-25035 for the first confidence kit that was involved in this event.

Manufacturer narrative:
The confidence kit was discarded by the customer and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Product complaint trend analysis found no emerging trends. No corrective action/preventive action is required at this point as the reported issue cannot be verified and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. Discarded by customer.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.